Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was function tested by manipulating the handle. The cups would open but they would not close when handle was used. The cups had to be manually closed; no other anomalies were detected with the device. The forcep will be sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
In preparation for a procedure, the user selected a cook captura serrated forceps with spike. The handle broke when they took it out of the package. They were unable to use the device. A new device was used to complete the procedure. There was no reportable information at that time. On 03/21/2017, the device was received for evaluation. The cups were found to be unable to close.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was functional tested by manipulating the handle. The cups would open but they would not close when handle was used. The cups had to be manually closed; no other anomalies were detected with the device. The forceps were sent back to the supplier for further evaluation. The supplier has provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device has a butt joint that has broken at the solder connection. The reported defect has been confirmed. The device history records were reviewed and the date of manufacture was june 15, 2016. No relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "unable to use" was confirmed; the device would not close. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use states: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.